Event description:
Event description guidant received information that the patient was feeling pocket stimulation when she would move around. The sytem was x-rayed and either a lead dislodgment was observed or the helix coil was bent. The physician had difficulty deciphering which with the x-ray. It was also reported that lead measurements were out-of-range.